Event description:
On (B)(6) 2011, patient reported he noticed a while ago that insulin is leaking from his insulin cartridge. Patient stated, he can visibly see moisture/insulin inside of the cartridge walls below the piston rod. Patient reported, he can see about 2-3 drops of insulin in the infusion device's cartridge chamber. Patient stated, the amount is not a pourable amount. Patient reported, he can not see any visible cracks in the cartridge but can see that insulin is leaking from the insulin cartridge. Patient stated, he can see a good deal of insulin around the inside of the insulin cartridge below the plunger rings. Advised patient to dry the inside of the infusion device's cartridge chamber. Advised to use his back infusion device for now. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.